Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they though their handset was "acting weird" and went on to further explain that they went in to see their managing health care provider (hcp) about a little over a month ago and the healthcare provider had made a specific program that they wanted the patient to try. The patient stated the program had been named "program b" and that their healthcare provider told them to try a different program first and if that didn't work, to try program b. However when the patient went to try to go to program b, but "it was gone" (they couldn't find it so this was the first "weird behavior they noticed) so the patient switched to program 3 and it was working but then all of a sudden, about 8-9 days ago, it wasn't working so well for the patient so they went to check their settings and they saw they were on program 7 at 0.1 ma. Patient stated they hadn't gone to program 7 and that it had done it on its own which was the other "weird thing" that had happened. Patient services reviewed with the patient it was not expected for the handset to "switch programs on its own" and tried to clarify with patient if they had perhaps accidentally switched to program 7 when they were trying to find program b however the patient denied this. Patient stated right before calling they had switched back to program 3 and increased to where it was comfortable. The patient stated they couldn't figure out why it hadn't been working for them for a week so they turned on the device and they realized it was because it was at .1 ma on program 7 and that's what had been causing it not to work for them. Patient services offered to walk the patient through connecting to their settings to help them search for program b and to make sure the programming was where they had left it on program 3. Patient began connecting to their implant settings on their own and commented that it would take some time sometimes to connect to the ins and that they didn' t always find it right away. Patient services reviewed common considerations with the patient for connecting to the implant with the patient and the patient stated "I'm already connected," and confirmed it was "ok" now. Patient services did not ask any further que stions regarding this comment as they were focused on the reason for call. Patient was able to connect to see the therapy was on, on program 3. Patient services guided the patient to "scroll down" further to find program b however the patient at first was unable to "scroll down" to see b. Patient services had the patient focus on where program 7 was and told the patient to select program 7 and then the patient was able to then see they could 'scroll down' to see program b. Patient opted not to go to program b and went back to program 3 and then increased to a comfortable level because program 3 had been helping their symptoms previously until it had "switched" to program 7. The external devices were functioning as intended at the time of the call and the troubleshooting steps that were taken on the call resolved the reported issue. Documented reported event. No further action was taken by patient services. Patient to follow up with their hcp if they found the therapy was still not helping their symptoms or call back for further assistance.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.